Event description:
Boston scientific received information that during a follow up visit, this device with right ventricular lead displayed a sudden high out of range shock impedance measurement. The shock impedance trend had been stable from implant until this measurement. Pocket manipulation and isometrics revealed similar measurements. Reprogramming to different configurations revealed normal shock impedance measurements. Pacing impedance and threshold measurements were normal. No noise episodes were observed. The device was reprogrammed in rv-svc configuration. In addition, a memory download was provided to technical services for their review. A review of the save to disk was performed. No noise or sensing issues were revealed. The patient with this device and lead has a chronic atrial fibrillation rhythm. A review of the data by engineering revealed normal shock lead impedance measurements. Numerous non-sustained episodes were noted in the data. External interference was suspected as a potential cause of the issue. The device remains programmed to rv-svc configuration and the device and lead will be further monitored in the future. No adverse patient effects were reported.

Manufacturer narrative:
As of this date, this device and right ventricular lead remain implanted and in service. Should additional information become available, this event will be updated.